Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device went into the stop mode by itself it was heard "counting down." Pt reported this occurred from (B)(6) 2012. The infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue.